Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. It was reported that "probably" in 2018, their tailbone started bothering them and it was causing a lot of burning. The patient then further clarified the "burning", and stated it felt like how the stimulation would feel when they would increase the amplitude, "like a shock": that's what it was doing in the tailbone constantly and then it started in the inner part of their leg. The patient stated the inner leg was excruciating and that it came on quickly in 2021. The patient stated they kept having to have tailbone nerve blocks and that their orthopedic doctor told them it was their machine was causing the burning and the patient stated that for a time their managing health care provider (hcp)  didn't think it was the device/therapy but ultimately it was determined it was being caused by the device/therapy and at the time they discovered that, the ins battery was already almost depleted so it was decided they would replace the patient's battery with an MRI safe system in may 2022. The patient stated since they got the new implant, they haven't had one bit of tailbone pain nor have they needed any nerve blocks. Patient services asked the patient if they'd had any traumas or falls that led to the issue and they stated they hadn't, and that they couldn't figure out what had happened. Documented reported event. No further action was taken by/